Event description:
The subject intravenous filter was used for total parenteral nutrition. The nurse had some difficulty infusing fluids through the filter. She pushed fluid using a syringe. Eventually fluid went through, but had white material floating throughout the extension set. Product is available for inspection.